Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: noise oversensing was confirmed through files review. Such oversensed events result from strong external interference (50hz emi noise pattern was clearly cut identified upon egms review). Reportedly, specific pt activity was identified during the noise events (shower). Therefore, the origin of these emi should be investigated. Proper installation and grounding of the bathroom related domestic electrical network / power supply should be assessed by a professional electrician. Reprogramming the parameters is not indicated here since the observed very high amplitude noise episodes would not be filtered by any appropriate settings. The source of emi should be located / repaired / avoided in the future.

Event description:
Inappropriate shock physician reported that during f-up, the pt reported that he received inappropriate shock as he took a shower. (B)(6) 2010.